Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected restart alarm and no battery out limit alarm. Device received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot. Device received with cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm. Device had a keypad anomaly. Numbers were ramping up on their own. Buttons were unresponsive. Customer's blood glucose was 408 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.